Manufacturer narrative:
Insulin pump received with high idle current due to open lcd driver. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed low battery less than 1 week. Customer's blood glucose was 140 mg/dl. Customer stated the insulin pump would alarm battery low even after putting new battery. Customer requested for insulin pump replacement. No further information provided.